Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to perform a complete pump reset, and the issue was resolved as the error code did not reappear after the reset.